Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 13-jun-2019 with the following findings: a visual inspection of the pump showed evidence of moisture on the display. A leak test revealed a leak at a crack in the pump case. The pump was opened and moisture corrosion on the display and transceiver boards and on vibration motor contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019 the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture behind the display after exposure to water. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. Moisture damage observed in the battery compartment. Battery compartment is cracked from threads to the grip pad causing leak .